Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system shutsdown when battery is displayed at 75% and 43%.

Event description:
Sales rep reported system shutdown when battery is displayed at 75% and 43%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery shuts down at 75% and 43% was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 45 minutes. An internal failure in the lithium-ion battery is the cause of battery not holding a charge. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer a lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery shuts down at 75% and 43% was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 45 minutes. An internal failure in the lithium-ion battery is the cause of battery not holding a charge. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer a lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system shutsdown when battery is displayed at 75% and 43%.